Event description:
It was reported that, "pt called to report that, he was informed by his surgeon that, he received a trident hip that was part of the recall. He also reported that, he is experiencing a squeak emanating from his hip. He is experiencing no pain. Pt has been told that stryker will request a copy of his medical records and x-rays."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.